Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('they had to be removed because I was in a lot of pain') and device breakage ('a piece of the essures had remained inside') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and complication of device removal ("a piece of the essures had remained inside"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter commented: the essures had to be removed because I was in a lot of pain. Following this, the pain persisted. They realised that a piece of the essures had remained inside. At this time, I am still in pain because the surgeon told me that the uterus would be removed, but when I went for a second opinion, they told me that they could not confirm that it was really there. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-oct-2021. The most recent information was received on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('they had to be removed because I was in a lot of pain') and device breakage ('a piece of the essures had remained inside') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and complication of device removal ("a piece of the essures had remained inside"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, device breakage and complication of device removal had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter commented: the essures had to be removed because I was in a lot of pain. Following this, the pain persisted. They realised that a piece of the essures had remained inside. At this time, I am still in pain because the surgeon told me that the uterus would be removed, but when I went for a second opinion, they told me that they could not confirm that it was really there quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.